Event description:
It was reported that merlin.net transmission showed non-sustained lead noise episode due to intermittent myopotential oversensing. It was suggested to reproduce oversensing with deep inspirations and isometric exercises. Programming changes were also recommended. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.